Event description:
During an attempt to cross the guide wire through a totally occluded vessel, the guide wire unravelled. Returned product investigation revealed the tip ball had separated from the core.